Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/27/2015. The fse found that the probe wipe assembly was moving slowly and not reaching the top sensor fast enough, triggering probe obstructed error or probe wipe not up errors; the probe wipe assembly was replaced, resolving the probe wipe error messages. The fse also found the diff (differential) background was intermittently high, caused by blood build up inside the sample line between the diff shear valve and the diff mixing chamber. The fse removed the sample line and flushed bleach through the sample line, decreasing the diff background and resolving the event. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported probe errors from a coulter lh 750 hematology analyzer. A review of the pro service application showed "probe wipe obstructed" and manual sampling "probe did not retract" error messages. The customer cleaned the probe assembly, but this did not resolve the issue. A service visit was requested, and the instrument was considered inoperable until it could be evaluated. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.